Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultra meter was not powering on and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt five days later to obtain/verify the following information: the pt tests 3 times a day and takes fixed daily dosages of oral diabetes medications and insulin. The pt's last successful test result on the subject meter was obtained the same day, around breakfast. Later the same afternoon, the power issue began. The pt replaced the battery, but the meter would still not power on. Even though she was unable to test, she did not make any changes to her usual diabetes care routine in regards to her medications and diet. The following day, before going to bed, the pt developed a headache and felt dizzy. She did not do anything to treat her symptom; instead, she went to bed. Later that night, around 2am, the next day, the pt got up to go to the bathroom. On the way to the bathroom, she fell onto the floor. Prior to the fall, she stated she still had the same symptoms before she went to bed, but also mentioned that she was feeling sweaty and clammy. At the time, the pt thought she broke some bones from the fall, but her husband advised her that she was fine. Her husband helped her back to the bed and did not receive any form of treatment that night. She denied testing with the subject meter, since it has not been working for the last couple of days. When she woke up the next morning, she noticed that her arms were swollen, so she went to the ER at 10am. She was informed that her arm bones were broken and she dislocated a bone. The pt could not confirm if the fall was diabetes related. The pt has a heart condition, kidney problems and has had a stroke. The pt admitted that she is taking other medications that make her dizzy. The pt denied receiving any diabetes related treatment at the hospital. According to the troubleshooting performed with customer service, the power issue was not resolved. Replacement products were sent to the pt. This complaint is being reported due to the following conclusions: the pt reported developed symptoms suggestive of severe hypoglycemia after the power issue began. In addition, the power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.